Event description:
It was observed during the device inspection, that the video system center had video connectors broken and cannot be connected, the endoscope cable cannot be connected securely and the camera heads too easily detached from the video socket. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to d8, e2, e3, h2, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the inability to connect the endoscope cable, is likely due to wear of the video connector socket. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.